Event description:
A peritoneal dialysis (pd) patient reported during fill 1 the cycler alarmed for a heater bag issue. She made sure her patient line was not clamped and tried to continue treatment. The cycler would not advanced and she discontinued treatment. When she removed the cassette ,she found fluid on the pump head. She discontinued using the cycler and switched to manual treatment. She retained the cassette. During follow up, the patient's pd nurse reported that the patient visited the clinic and prescribed prophylactic antibiotic. She received a one time dose of 1g vancomycin via pd. She reported that the patient's effluent remained clear and she had no signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of plant's investigation.